Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the suture knots were loose. The surgeon used another suture. The hosp has reported that no pt injury occurred.